Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When attempting to insertion jugular cath, at the beginning it was resistance but later on enters, but the patient shocked, and we send them to vascular surgeon to remove the cath and wire, and pleural injury occurred and after remove the wire it has been kinked.

Manufacturer narrative:
The guidewire was returned for evaluation but the catheter was not returned. Visual inspection of the returned device confirms the complaint of kinks as there are 4 distinct kinks on the returned device. The first is approximately 12 cm from the "j" point. There is also a kink approximately 12 cm from the proximal tip, another 7 cm from that kink, and still another 8cm from there. It cannot be determined when or how these kinks occurred. Without an evaluation of the catheter the root cause cannot be determined.